Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that the display screen was blank. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in an inability to use the product which may lead to long term cessation of delivery.

Manufacturer narrative:
Device evaluation: the pump was returned and evaluated by product analysis on 09/02/2016 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. A review of the pump black box data revealed multiple cs 052/054 call service alarms, which may cause the display to be blank for several minutes. During testing, the pump was powered on with a fully illuminated and functional display. The complaint was not duplicated; however, evidence of the complaint was found in the pump black box data. Unrelated to the complaint, the battery compartment was observed to be cracked. (B)(4).